Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result, customer experienced symptoms described as ¿shake, want to vomit, and head spinning¿, requiring hcp treatment of glucagon (oral/injection). No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result, customer experienced symptoms described as ¿shake, want to vomit, and head spinning¿, requiring hcp treatment of glucagon (oral/injection). No further details were provided. There was no report of death or permanent injury associated with this event.